Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report (MFR) number #2916596-2021-02363. The investigation results and conclusion codes will be reported in the target MFR.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a driveline repair for patient with suspected short to shield following low speed/pump stops on wall power was requested and performed on (B)(6) 2021. Log file submitted captured the events from the driveline repair on (B)(6) 2021, since that time there have been no further alarms. No additional information provided.